Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm, was found to have a leak during patient use. The following issue was reported by the customer: ¿the nurses noticed the presence of a leak at the air inlet. This concerns one tube, which required a change of equipment. The defective device was collected and is available at the pharmacy.¿ the event happened when installing the rinse bag. The event was known through a nurse declaration. No medication involved but leak of as a rinsing solvent. No visible default on the device before use. No cut, no tear and no hole on the device. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.